Manufacturer narrative:
From the provided information, a general reagent issue could be excluded. The observed differences in ft3 values generated with the roche assay and the competitor's assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient sample on a cobas 8000 e 801 module, serial number (B)(4). Refer to the highlighted section of attachment "pt69561.pdf" for additional patient results. The results were reported outside of the laboratory to the physician.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.